Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received to clarify that the customer was on pump therapy at the time of the reported hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 600 mg/dl and diabetic ketoacidosis. The date of the hospitalization was (B)(6) 2016. No further details were provided regarding the customer's treatment. The insulin pump was not returned for analysis.